Event description:
The report stated that the ligasure atlas handpiece was being used in a hysterectomy. After a full sealing cycle, the device would not open to release from the pt tissue. The surgeon pulled the device off the tissue to free it. This resulted in the tissue tearing and bleeding a little bit. The surgeon used another device to complete the procedure.

Manufacturer narrative:
Date of initial report: december 21, 2007. To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.